Event description:
The patient was in intensive care with an 8dct tracheostomy tube. The pt was receiving routine tracheostomy care when it was noted that one side of the flange has separated from the hub. The patient was not in any distress. The tube was removed and a new 8dct was inserted without incident.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. The lot number was provided and the MFR will review the lot history records. No conclusions can be drawn without the device.